Event description:
It was reported that: dr, implanted the manta device according to IFU specifications. When the mechanism was triggered, the collagen and the entire part to be inserted could not be deployed. The operator used a second system which was easily inserted. No post-operative bleeding was observed. The system was used after the use of percutaneous ventricular assist device pvad. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2024 reported that the problem was the severe push-back of the hemostatic valve pushing back the bypass tube and not the deployment. One 14f ce manta closure unit, one 14f ce manta sheath hub, one 18f ce introducer, and one 8f puncture locator were returned for evaluation. The components were decontaminated and inspected. The 14f ce manta sheath hub was detached from the 14f ce closure unit. The lever was not actuated. Guidewire lumen was present in the 14f ce manta closure unit. The haemostatic valve within the 14f ce manta sheath hub was torn and displaced. The device lot history record review for lot number mn2301512 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following a high-risk pci with impella support, a 14f ce manta was deployed for closure. While the physician was actuating the handle lever in the clockwise direction, the collagen plug (anchor, collagen, radiopaque lock) did not deploy and release from the device. The physician removed the first 14f ce manta device and opened a second 14f ce manta, deploying successfully and achieving hemostasis. The returned product received did not align with what was reported in this complaint. The device received did not exhibit an actuated lever and the collagen plug was positioned inside the carrier tube with the anchor partially exposed outside the carrier tube. According to what was observed during the returned product evaluation, the device appears to have experienced issues while attempting to insert the manta closure into the manta sheath hub due to the hemostatic valve being partially displaced. However, according to the information reported, no resistance was met while advancing the manta closure (bypass tube). The IFU indicates to advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. Step 3 additionally indicates to note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: dr, implanted the manta device according to IFU specifications. When the mechanism was triggered, the collagen and the entire part to be inserted could not be deployed. The operator used a second system which was easily inserted. No post-operative bleeding was observed. The system was used after the use of percutaneous ventricular assist device pvad. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4)